Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that three days after performing a phacoemulsification and aspiration with an intraocular lens (iol) implant plus trabeculotomy surgery, he removed a foreign material like a thin membrane or something shiny that was found between the iol and posterior capsule; it was adhered to the back side of the iol. The surgeon thinks the material is something which came off the phaco tip. Add'l info is expected.